Event description:
Device 1 of 3. Reference MFR. Report # 1627487-2010-03457 and 1627487-2010-03458. The pt received her scs system on (B)(6) 2008 consisting of an ipg and two percutaneous leads. The leads were implanted in the occipital area (off-label indication). It was reported that the pt's ipg and leads were replaced on (B)(6) 2010 due to lead fracture. The pt reportedly experienced a gradual loss of stimulation. Previous diagnostic tests on the lead(s) revealed invalid impedance readings. F/u on the pt found not further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.